Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Small metal pin in the upper part of the brush that during use comes out and causes the round rotating part to get separated from the part that holds it [device breakage]. No adverse event [no adverse event]. Case description: sales force case number (B)(4). A consumer, age and gender unspecified, reported that in three out of four oral-b power oral care refills flexisoft, there was a small metal pin in the upper part of the brush that during use with an oral-b rechargeable toothbrush, version unknown came out and caused the round rotating part to get separated from the part that holds it. The consumer stated that the pack of four brush heads was purchased on (B)(6) 2016. No symptoms developed.